Event description:
On (B)(6) 2025 the user's caregiver reported that the user was unable to pair a new dexcom g6 sensor with the ilet device for three days. The dexcom app displayed sensor glucose values, but the ilet device did not sync and did not complete the code entry steps. A replacement ilet device was shipped overnight and the user continued insulin pump therapy. Blood glucose was not affected and no adverse health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.